Event description:
It was reported that smallbore 6 inch ext vlv was not priming properly. This occurred on 5 occasions. The following information was provided by the initial reporter: can¿t priming with syringe smoothly.

Manufacturer narrative:
H.6. Investigation: six 20039e samples were received for investigation with one opened packaging from lot 20045193; residual fluid was present within the samples. Additionally a 5ml bd posiflush syringe was received connected to a 20039e sample to assist the investigation. Additionally, the customer provided a video of an affected sample showing an occlusion whilst attempting to flush fluid with a luer slip syringe from unknown origin. The luer slip syringe from the customer's video was not returned for investigation. A visual inspection of the returned samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting them to a 50ml bd plastipak syringe from retained stock and flushing with fluid; no occlusion or flow restriction was identified during testing. Furthermore the sample received connected to the bd posiflush syringe was flushed with the received syringe; no occlusion was identified during testing. A review of the production records for lot 20045193 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that smallbore 6 inch ext vlv was not priming properly. This occurred on 5 occasions. The following information was provided by the initial reporter: can¿t priming with syringe smoothly.